Event description:
It was reported the patient ((B)(6) was no longer receiving stimulation from her dbs system. Battery depletion was suspected; however, no program parameters are available to determine whether the ipg has reached its expected end of life. The physician elected to explant and replace the ipg which resolved the reported issue. Stimulation was restored following the procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Results: a visual inspection of the ipg found the casing was swollen as a result of the ipg battery being swollen. A swollen battery is an indication the battery is depleted. Electrical testing confirmed the ipg battery voltage was below the minimum to sustain communication and stimulation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. An accurate estimate of longevity could not be performed as no programmed settings were provided. The reason for the depleted ipg battery could not be ascertained. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.